Manufacturer narrative:
The product information was not provided. The manufacture date could not be determined.

Event description:
A (B)(4) customer had just received the breeze2 and discovered it was set to mg/dl instead of mmol/l. No adverse event was alleged. The customer was advised to return the meter for investigation. Meter information was not provided.

Manufacturer narrative:
Product information was not provided in the initial report. Meter was returned and confirmed to be a us meter with units of mg/dl. It is likely that the meter was made available to the c(B)(4) customer after it left the manufacturer's control. (B)(4) warehouses cannot receive us product.